Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The (B) (6) female pt had a cypher stent placed in the lad. Pt began to experience chest pain three days after stent placement, and was rehospitalized. On cag showed that the artery next to the implanted stent collapsed 95%" and the pt required a balloon angioplasty performed as treatment and the event resolved. Physician indicated that the target lesion in the lad was bifurcated. A week after receiving the cypher stent, the pt returned with residual angina. Cag revealed a side branch occlusion which was treated with balloon angioplasty.